Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During evaluation, the force sensor pins were found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during investigation.